Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 38mm stent delivery system catheter was returned for analysis. A visual examination of the stent found stent damage. Struts in the mid stent region were noted to be lifted from the crimped profile. The undamaged stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 02-feb-2021. It was reported that crossing difficulties were encountered and the procedure was canceled. The 85% stenosed target lesion was located in the severely tortuous and severly calcified middle right coronary artery. A 3.00 x 38 synergy ii drug eluting stent was advanced but failed to cross lesion. The procedure was not completed and sent the patient to coronary artery bypass graft. There were no complications reported and the patient is fine. However, returned device analysis revealed stent damage.